Manufacturer narrative:
Device evaluated by MFR.: epic vascular 6x120x120 was received for analysis. A visual and tactile examination found the shaft of the device to be kinked at the strain relief of the rack. This type of damage is consistent with excessive force being applied to the delivery system. The device was received with the stent partially deployed on the delivery system. No damage or issues were noted with the stent. A visual examination identified no issues with the handle of the device. The safety lock was also in place on the rack. This concludes the product analysis.

Event description:
It was reported that stent partial deployment occurred. The 90% severe stenosed target lesion was located in a mildly tortuous and moderately calcified left femoral artery. The patient was in a supine position, whose right femoral artery was punctured. After a 7f non-boston scientific (bsc) puncture sheath was delivered and 0.035 amplatz guide wire crossed the lesion, a 6 x 120 x 120 epic vascular stent was advanced for treatment. The stent reached the lesion, of which the tip was deployed by rolling the shaft. However, after that, angiography showed that the stent could not continue to be deployed even after multiple attempts. Later, the 7f non-bsc sheath was advanced, and the stent was completely recaptured into the sheath. Both devices were removed together from the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition.

Event description:
It was reported that stent partial deployment occurred. The 90% severe stenosed target lesion was located in a mildly tortuous and moderately calcified left femoral artery. The patient was in a supine position, whose right femoral artery was punctured. After a 7f non-boston scientific puncture sheath was delivered and 0.035 amplatz guide wire crossed the lesion, a 6 x 120 x 120 epic vascular stent was advanced for treatment. The stent reached the lesion, of which the tip was deployed by rolling the shaft. However, after that, angiography showed that the stent could not continue to be deployed even after multiple attempts. Later, the 7f non-bsc sheath was advanced, and the stent was completely recaptured into the sheath. Both devices were removed together from the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition.